Manufacturer narrative:
Added swelling/edema and ambulation difficulties to clinical code. (B)(4). Impact code changed to serious injury/illness/impairment.

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2021, the patient came for a follow up visit on (B)(6) 2021 with marked disability to walk, x ray shows change in position of the echelon 190mm porous femoral component size 15 and MRI ( mavric) showed implant loosening. There was an edema in the femur, distal to the femoral stem. Also, there was thinning of the femoral cortices. Pet CT with triple phase bone scan was done and confirmed loosening in the primary pathology and was no infection. Revision surgery was prescribed to replace the device but the patient has not agreed to it yet. Current health state of the patient is ambulatory with walker and moving within the house.

Manufacturer narrative:
H3, h6: given the nature of the incident, the device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the loosening was confirmed. The clinical/medical investigation concluded that, the x-rays support the event but do not give a root cause to the potential loosening. There may be persistent fracture present near or hidden by the wiring on the lateral side but cannot confirm. Based on the information provided, the clinical root cause of the loosening of the implant, distal femur edema, and thinning femoral cortices cannot be confirmed. It cannot be concluded that the reported events are associated with a malperformance of the implant. The patient impact beyond that which has already been reported cannot be determined. Should any additional, relevant clinical information become available, the case will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery (unknown date), the echelon 190mm porous femoral component size 15 got loose, and a revision surgery to replace the device was performed on (B)(6) 2021.